Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Prosthetic valve endocarditis is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after twenty-two (22) days due to endocarditis. Per the obtained information, several days after returning home from the implant procedure, the patient developed symptoms consistent with a urinary tract infection and days later, had purulent material coming from the right lateral chest tube hole. The patient was readmitted and started on antibiotics. The surgeon felt immediate exploration of the sternal wound was in order to ensure no infection. The patient was noted to have purulent material and infection of the deeper layers of the sternal wound. Tee was performed which revealed a small vegetation at the base of the valve and, upon inspection, the valve showed fibrin-like material along the valve and leaflets, consistent with endocarditis. All hardware was removed (including the permanent pacemaker) and the valve was replaced with a 21mm pericardial bioprosthesis. The patient was transferred to the intensive care unit for postoperative recovery and was later discharged.